Event description:
It was reported that there was a setscrew problem with the device during implant. The device was explanted and replaced. No complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.